Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 447mg/dl. The customer indicated that they are new to the pump and troubleshooting provided assistance with calibrating the sensor. Troubleshooting also provided assistance with removing the block feture on the pump. No further assistance necessary.